Event description:
The customer reported that they were hospitalized for dka. The customer indicated that the insulin was denatured. Troubleshooting was performed. The programming and histories on the pump were accurate. The pump passed the functional testing and operated as designed. Instructed the customer to change the site.